Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient's entire system was removed. The pump was removed due to a confirmed infection. The incision site was not closed and the pump pocket became infected. The patient was treated with oral and IV (intravenous) antibiotics; she had two medications by IV and then when she was released she had oral medication until (B)(6) 2016. The patient had to wait a while before a new system could be implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was removed due to an infection caused by the healthcare provider. Patient noted it was removed in (B)(6) of 2016. Patient called to get list of healthcare providers that handle the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.